Event description:
It was reported to resmed that an astral 150 device displayed an error message (system fault 179) related to the supercapacitor. The patient was manually ventilated with a resuscitator bag and subsequently placed on a replacement device.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Performance testing could not reproduce the reported complaint. Visual inspection of the main circuit board identified a supercapacitor leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a leaking capacitor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral (B)(4) device displayed an error message (system fault 179) related to the supercapacitor. The patient was manually ventilated with a resuscitator bag and subsequently placed on a replacement device.